Manufacturer narrative:
Device evaluation in progress; supplemental report will be submitted after additional information has been obtained.

Event description:
Patient has a very old compact knee the patient can't read the serial number off the knee. The knee has not been charged for a long time this fall may be that the patient is old and was not charging his device. The fall was not caused by any malfunction of the knee the patient was not charging his knee and it is stiff. Knee is not providing support. Sent from va. No charger could not assess knee for repair. Patient fell out of chair and fractured femur.

Manufacturer narrative:
A missing protection cover at the charging socket led to an impairment of the charging capacity due to extensive contamination of the device.